Manufacturer narrative:
Complaint analysis: the thermistor is a purchased component. Supplier quality mgmt. Was notified of these findings for their review and follow up info. Conclusion: the root cause of the reported product experience cannot be determined with absolute certainty. The MFR is monitoring and trending for any repeat occurrences.

Event description:
Ufmw rec'd reporting reading errors with one 41232-01 thermodilution pa catheter. It was reported "the swan ganz catheter was fine yesterday and last night when I had the pt. However, this morning I couldn't do a cardiac output and thought it was the thermistor. I changed cables, three different ones, and at one point did get a cardiac output and cardiac index, but the waveform never returned to baseline." The catheter was pre-tested, inserted and successfully used for 24 hours with no problems noted. There were no reported adverse pt consequences. Record review: a review of the mfg lot database for lot # 80-670-la (mfg date 09/2009) shows (B)(4) units were mfg. The 41232-01 catheter was returned to the MFR for analysis and investigation. Visual analysis of the returned 41232-01 catheter recorded no visible anomalies. Functional tests were performed. The engineering report documented intermittent readings were replicated when manipulating the device thermistor components.